Event description:
It was reported by vendor (B)(4) that there were multiple skin burns in (B)(6) 2011 and one over 1 week ago. The customer stated that he was not authorized to report the incidents but only wanted to know how the stockert unit worked with the single and dual grounding pads.

Manufacturer narrative:
It was reported that there were multiple skin burns. The caller was assisted and it was determined that it was an issue with the patches they were using. They advised the customer of the patches use and parameters. There have not been any further issues with the stockert. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Attempts to obtain additional information from the customer were performed without success. Investigation is still in progress. A 3500a supplemental report of the evaluation will be submitted once it is completed or if additional information is provided by the customer. (B)(4).